Event description:
Customer reported the top of the reservoir chamber and the o ring, have completely broken off. Customer currently uses bandages to hold it together and uses it that way. Customer's blood glucose was 246 mg/dl. Customer reported the damage occurred through normal wear and tear. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir o-ring, cracked battery tube threads, cracked lcd window and cracked display window corner. The device passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests.